Event description:
The account states the head of the bed will not go up.

Manufacturer narrative:
The technician found the head up solenoid valve was not functioning. He replaced the head up solenoid valve to repair the bed.